Event description:
It was reported that, "during a secondary adm cup impaction, during a total hip the rim impactor for the adm cup had a piece break off. The piece could not be used to a backup adm rim impactor was then pulled out and used to complete the impaction of the adm cup. The case went on as planned."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.